Manufacturer narrative:
The reported event of no external power alarms while on the mobile power unit (mpu) was confirmed based on the log file data provided by the account. The log file contained approximately 26 days of events, recorded from 22nov2018 to 18dec2018 at 13:56. At 7:33 on (B)(6) 2018 the associated voltage levels indicated that that the system was powered by an mpu and the power to the mpu was lost, resulting in low power hazard/no external power alarms. Pump support was not affected and the system was supported by the emergency backup battery (ebb) during both incidents. The alarms resolved upon reconnection to external power. No other atypical alarms were captured. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. The serial number of the device was requested, but was not provided, therefore the expiration date and manufacture date.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was aware of the external power disconnections which occurred due to user error. Technical services reviewed the submitted log files, which revealed no external power alarm while the mobile power unit was utilized. Additional information was requested, but was not provided.